Event description:
Major pump unit(s) involved: blood pump; device thrombosis. Additional text: hmii; unknown. Specific component(s) involved: other component malfunction, specify. Other component: unknown. Causative or contributing factor: no specific contributing cause identified. Intervention(s): none. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pump, device thrombosis.specify component(s) involved: other component malfunction, specify.